Event description:
Customer reported receiving inaccurate high readings. Pt had traveled to their office then began to feel dizzy and lost consciousness. An ambulance was called. Paramedics received a reading of 61 mg/dl with an unknown brand of meter. A comparison reading of 115 mg/dl was received with the freestyle during the hypoglycemic event. Orange juice was provided by the paramedics. No other form of treatment was reported by the customer.